Event description:
It was reported the patient's log files were submitted for analysis. Following review of the submitted log files, it appeared there were a few indications of a weak connection between the batteries and the battery clips. Tech services recommended the site inspect the batteries and battery clips. There were no other unusual events recorded in the log files history. It was later reported that there was an invalid relative state of charge (rsoc) or rsoc faults seen in the log file review, which resulted in low voltage advisories that resolved on their own. The site then stated that the connection was not on battery and clips, but it was to the system monitor. Another system monitor was used and the same issue occurred. The system monitor was connected, then would disconnect at times and not receive data. The system controller was exchanged, which resolved the issues.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section g3: the initial report (MFR 2916596-2024-07826) was inadvertently submitted with a date received by manufacturer of 25nov2024. The correct date received by manufacturer for the previous report was 22nov2024; MFR 2916596-2024-07826 was submitted on 11dec2024. Section g2 - report source: corrected. Manufacturer's investigation conclusion: the investigation confirmed the reported irregular low voltage advisory alarms via log file analysis in addition to the interruption in the controller¿s communication via product testing. The log file contained multiple low voltage advisory alarms with irregular fluctuation for the relative state of charge values. The low voltage advisories did not affect the controller¿s ability to operate the pump at the set speed. There were no other notable alarms active in the log file. The system controller was returned for further testing. It was noted that when manipulating the strain relief, communication between the system monitor and controller stopped; however, no low power advisory alarms were triggered. The controller was opened, and fluid ingress was observed on the power cable internal wiring and connectors. No additional damage was noted to the internal wiring other than fluid ingress. The power cable strain reliefs were removed to reveal jacket damage, and the power cables were opened to reveal additional fluid ingress within the protective layer power cable. The power cables were replaced with a known functioning test set of power cables. The system controller was functionally tested and found to operate as intended after replacing the power cables. Additional information states that the controller was exchanged and resolved the communication issue. The reported event was determined to be due to fluid ingress of a damaged power cable. A root cause for the damage to the cable could not be determined off the information provided. The device history record for the system controller (serial number (B)(6)) was reviewed. No deviations from manufacturing or qa specifications were shown from the system controller. The system controller was shipped to the customer on 30apr2024. Heartmate 3 patient handbook (rev. D), under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) (rev. C), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the low voltage advisory alarm conditions, and the actions to take if the alarms cannot be resolved. Furthermore, the subsection ¿what not to do: driveline and cables¿ informs the user to check the system controller power cables for twisting, kinking, or bending which could cause damage to the wires inside. This section informs the user not to ¿twist, kink, or sharply bend the system controller power cables¿ and states ¿if the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten¿. Heartmate 3 patient handbook (rev. D) section 6 "caring for the equipment" and heartmate 3 instructions for use (IFU) (rev. C) section 8 "equipment storage and care" describe how to care for and clean all equipment. Heartmate 3 patient handbook (rev. D) section 10 and heartmate 3 instructions for use (IFU) (rev. C) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of the heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 instructions for use (IFU) (rev. C) section 2 ¿system operations¿ and heartmate 3 patient handbook (rev. D) section 2 "how your heart pump works" informs the user to keep the system controller power cables and connectors dry and away from water or liquid as it may cause the system to fail or serious electric shock. Heartmate 3 instructions for use (IFU) (rev. C) section 6 ¿patient care and management¿ and heartmate 3 patient handbook (rev. D) section 1 "introduction" state that the ¿heartmate 3 system components must be kept dry. Never expose the system controller, batteries, or mobile power unit to water. If these system components get wet, your pump may stop. Never take tub baths or go swimming while implanted with the pump. The heartmate gogear shower bag must be used while showering to keep the system controller and batteries dry.¿ section 6 of the IFU and section 4 of the patient handbook state that the system is moisture-resistant, but not waterproof, and instruct the user to protect the external components from water or moisture. Section 7 of the patient handbook entitled ¿frequently asked questions¿ also explains the potential hazards and informs the user to call their hospital contact if the system controller gets wet or is dropped. Heartmate 3 patient handbook (rev. D) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.